Manufacturer narrative:
The tech found the trend switch was not working on the footboard. The tech replaced the switch to repair the bed.

Event description:
Info received indicates the bed will not go into trendelenburg.